Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The dissector balloon was inflated; leak was observed from the cut. No other abnormalities were observed. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a laparoscopic nephrectomy, after inserting the trocar into the abdominal cavity, balloon would not inflate. UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred.